Event description:
This css console was not supporting a pt. Customer reported that during a routine console checkout procedure, the css console backup controller would not pass calibration. The css console was returned to syncardia for eval, and the results of the investigation are set forth in the investigation report. The reported calibration issue was duplicated in the lab at syncardia. The backup controller's inability to pass the flow calibration was resolved by adjusting the shims inside the clippard (pilot) valves. Positional alignment of the shims within the clippard valve body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary. However, in some instances, it assists in bringing the waveform into calibration.

Manufacturer narrative:
The clippard valves were re-installed in the css console, and then the css console passed the console test validation protocol. This calibration issue did not present a danger to the operational stability of the css console controller, but rather presented a borderline waveform which at times was just outside of the acceptable waveform limits, causing calibration failure. This failure mode poses a low risk to a pt because the issue was observed during a routine checkout procedure when the css console was not supporting a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions, and the css console has a redundant, primary controller. Syncardia has completed its eval of this complaint and is closing this file.